Manufacturer narrative:
Evaluation results: one bivona custom tracheostomy tube was returned for investigation in used condition. Visual inspection was performed at 12 inches, and under normal lighting to look for any damage on the cuffs, airlines or pilot balloons. No damaged was detected. Functional testing was then performed. The samples were filled with 5 cc of air to determine if there were any functional abnormalities. When inflating the units with air, the investigator observed that the cuffs inflated in manner that was not uniform. The investigator then inflated the cuff according to the instructions for use. The cuffs were manipulated. The cuffs subsequently inflated in a complete and uniform manner. The cuffs were then inflated and deflated four more times. The cuffs inflated in the expected manner. An additional air cuff symmetry test was performed on the units. A cuff symmetry fixture was used along with a ruler. When measuring the cuff, the percentage of symmetry for the sample were 1:48.64 %, and 2: 42.10%. These results were over the 33.3% value that was the minimum acceptable value. Based on the aforementioned tests, the units were found to be within specification. No fault was found with the devices. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during a change out of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube the cuff was unable to be deflated. The valve of the cuff was visibly inserted into the external balloon; deflating the cuff. The trach was able to be changed out. There were no reported adverse patient effects.